Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received 4 inappropriate therapy shocks due to atrial fibrillation (af) with rapid ventricular rate (rvr). A system interrogation revealed the atrial channel was intermittently undersensed. An additional chest x-ray confirmed the right atrial (ra) lead had dislodged leading to undersensing and inappropriate therapy. The patient was hospitalized, his medication was adjusted and the parameters of the implanted system were reprogrammed to mitigate the issue. The patient was scheduled for evaluation. No additional adverse patient effects were reported.